Event description:
It was reported that the patient's therapy was not working out. The patient complained of pain in the back at night, where the catheter enters the spine. She also noted the feeling of a shock at the catheter location in back. The pain traveled from the left buttock into the thigh and knee. She was scheduled for an explant or revision on (B)(6) 2015. The drug delivered via the device system was not provided. Information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).